Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/ unusual bleeding') in an adult female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and gastroesophageal reflux disease. Concurrent conditions included migraine, back pain, abdominal pain, general body pain, chills, fever, ear pain, urinary tract infection and heavy periods. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left- 05 and right : 03. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: source of specimen : right fallopian tube and left fallopian tube pre-op and post op diagnosis: multiparous, desires permanent sterilization, failed essure, menorrhagia operative procedure: laparoscopic bilateral salpingectomy, endometrial ablation l)descriptive diagnosis: 1. Right fallopian tube: segment of fallopian tube. 2. Left fallopian tube; segment of fallopian tube gross description: l the specimen is labeled "right fallopian tube", is received in formalin and consists of a 7 em. Fimbriated segment of fallopian tube tissue. A representative section is submitted in cassette a 2. The specimen is labeled "left fallopian tube", is received in formalin and consists of numerous fragments of soft tissue, some consistent with fallopian tube tissue. There is an area consistent with fimbria. The specimen has overall dimensions of 3.5 x 2 x 2cm. In dimension, a representative section is submitted in cassette b. Microscopic description; 1. Section reveals an unremarkable segment of fallopian tube tissue. 2. Section reveals an unremarkable segment of fallopian tube tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Event cramping, unusual periods and reporters information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient who had essure (batch no. B71766) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and gastroesophageal reflux disease. Concurrent conditions included migraine, back pain, abdominal pain, general body pain, chills, fever, ear pain, urinary tract infection and heavy periods. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left- 05 and right : 03. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: source of specimen : right fallopian tube and left fallopian tube pre-op and post op diagnosis: multiparous, desires permanent sterilization, failed essure, menorrhagia operative procedure: laparoscopic bilateral salpingectomy, endometrial ablation l)descriptive diagnosis: 1. Right fallopian tube: segment of fallopian tube. 2. Left fallopian tube; segment of fallopian tube gross description: l the specimen is labeled "right fallopian tube", is received in formalin and consists of a 7 em. Fimbriated segment of fallopian tube tissue. A representative section is submitted in cassette a 2. The specimen is labeled "left fallopian tube", is received in formalin and consists of numerous fragments of soft ti8sue, some consistent with fallopian tube tissue. There is an area consistent with fimbria. The specimen has overall dimensions of 3.5 x 2 x 2cm. In dimension, a representative section is submitted in cassette b. Microscopic description; 1. Section reveals an unremarkable segment of fallopian tube tissue. 2. Section reveals an unremarkable segment of fallopian tube tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and gastroesophageal reflux disease. Concurrent conditions included migraine, back pain, abdominal pain, general body pain, chills, fever, ear pain, urinary tract infection and heavy periods. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menses") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left- 05 and right : 03. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: source of specimen : right fallopian tube and left fallopian tube pre-op and post op diagnosis: multiparous, desires permanent sterilization, failed essure, menorrhagia operative procedure: laparoscopic bilateral salpingectomy, endometrial ablation l)descriptive diagnosis: 1. Right fallopian tube: segment of fallopian tube. 2. Left fallopian tube; segment of fallopian tube. Gross description: l the specimen is labeled "right fallopian tube", is received in formalin and consists of a 7 em. Fimbriated segment of fallopian tube tissue. A representative section is submitted in cassette a 2. The specimen is labeled "left fallopian tube", is received in formalin and consists of numerous fragments of soft tissue, some consistent with fallopian tube tissue. There is an area consistent with fimbria. The specimen has overall dimensions of 3.5 x 2 x 2cm. In dimension, a representative section is submitted in cassette b. Microscopic description; 1. Section reveals an unremarkable segment of fallopian tube tissue. 2. Section reveals an unremarkable segment of fallopian tube tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: lawyer was added. Heavy menses was added as a event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/ unusual bleeding') in an adult female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and gastroesophageal reflux disease. Concurrent conditions included migraine, back pain, abdominal pain, general body pain, chills, fever, ear pain, urinary tract infection and heavy periods. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left- 05 and right : 03. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: source of specimen : right fallopian tube and left fallopian tube pre-op and post op diagnosis: multiparous, desires permanent sterilization, failed essure, menorrhagia operative procedure: laparoscopic bilateral salpingectomy, endometrial ablation l)descriptive diagnosis: 1. Right fallopian tube: segment of fallopian tube. 2. Left fallopian tube; segment of fallopian tube gross description: l the specimen is labeled "right fallopian tube", is received in formalin and consists of a 7 em. Fimbriated segment of fallopian tube tissue. A representative section is submitted in cassette a 2. The specimen is labeled "left fallopian tube", is received in formalin and consists of numerous fragments of soft tissue, some consistent with fallopian tube tissue. There is an area consistent with fimbria. The specimen has overall dimensions of 3.5 x 2 x 2cm. In dimension, a representative section is submitted in cassette b. Microscopic description; 1. Section reveals an unremarkable segment of fallopian tube tissue. 2. Section reveals an unremarkable segment of fallopian tube tissue.. Batch no b71766 production date 2013-09-12 expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient who had essure (batch no. B71766) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and gastroesophageal reflux disease. Concurrent conditions included migraine, back pain, abdominal pain, general body pain, chills, fever, ear pain, urinary tract infection and heavy periods. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left- 05 and right: 03. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: source of specimen : right fallopian tube and left fallopian tube. Pre-op and post op diagnosis: multiparous, desires permanent sterilization, failed essure, menorrhagia. Operative procedure: laparoscopic bilateral salpingectomy, endometrial ablation l) descriptive diagnosis: right fallopian tube: segment of fallopian tube. Left fallopian tube; segment of fallopian tube. Gross description: l) the specimen is labeled "right fallopian tube", is received in formalin and consists of a 7 em. Fimbriated segment of fallopian tube tissue. A representative section is submitted in cassette a. The specimen is labeled "left fallopian tube", is received in formalin and consists of numerous fragments of soft tissue, some consistent with fallopian tube tissue. There is an area consistent with fimbria. The specimen has overall dimensions of 3.5 x 2 x 2cm. In dimension, a representative section is submitted in cassette b. Microscopic description; section reveals an unremarkable segment of fallopian tube tissue. Section reveals an unremarkable segment of fallopian tube tissue. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.